Event description:
It was reported that during the surgery, I observed the sterile packaging of this implant seemed strange. Upon further observation, it was noted that inner sterile seal top was not fully sealed. There is also lots of debris from padding of package all torn up and stuck to device.

Event description:
It was reported that during the surgery, I observed the sterile packaging of this implant seemed strange. Upon further observation, it was noted that inner sterile seal top was not fully sealed. There is also lots of debris from padding of package all torn up and stuck to device.

Manufacturer narrative:
Visual inspection of the returned packaging determined that the pack was subjected to excessive handling leading to the pack damage and the generation of foam debris within the sterile pack. The event was confirmed. DHR review determined that the lot was manufactured and packed to specification. Complaint history review indicates there have been no similar events for the reported lot. The investigation concluded that the packaging damage was caused by excessive handling. It is relevant to note that the component in question was packed in 2009 and the configuration for that pack has since been changed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.